Event description:
It was reported that the permanent cautery spatula instrument was not recognized by the system. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, performance testing was conducted and found the instrument to successfully be recognized on the system. The instrument moved intuitively with a full range of motion in all directions with grips opening and closing properly. The pogo pins do not stick and are not contaminated. Engineering was unable to replicate the recognition issue. Engineering also found the distal end of the main tube to have a couple of deep scratches with material removed. The scratches are not aligned with tube axis. Engineering concluded that the scratch was most likely caused by instrument collisions or other mishandling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.